Event description:
It was reported that during a ventricular tachycardia episode during anti-tachycardia pacing (atp), t-wave oversensing (twos) started due to an increase in amplitude and width of t-waves. The twos continued after atp with non-physiologic intervals post ventricular sense. Ventricular fibrillation was detected and a shock was delivered which terminated the oversensing. The atp accelerated the rhythm into the ventricular fibrillation zone. Reprogrammed was performed and the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 042135007 lead; 419488 lead, implanted (B)(6) 2006. (B)(4).